Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting during priming. The customer¿s blood glucose level was unknown. The customer also reported that the reservoir compartment had a crack on the half side of the top part and scratches on the screen. The customer reported that the reservoir was able to lock in place. The customer reported that the reservoir lip ring was damaged. The customer reported that the insulin pump rejected new battery, slower and louder during rewind, motor makes grinding noise and unexplained no delivery alerts. The device will be returned for analysis.